Event description:
It was reported that bd insyte¿ IV catheter tubing was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the tip of the catheter tubing was found damaged before use.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 4 photos were received for evaluation. Needle pierce through catheter was observed from the returned photo sample evaluation: samples were not decontaminated by vendor. 2 actual sample were return in open packaging for evaluation. Visual evaluation: needle pierced through catheter was observed on sample 1. Damaged catheter was observed on sample 2. The investigation was able to confirm what customer had experienced as needle pierced through catheter and damaged catheter was observed on the samples. Conclusion: both samples are returned in open packaging, hence it is unable to determine if the samples has been used. Damaged catheter and needle pierced through catheter was observed on the samples. Damaged catheter could have been caused by needle pierced through catheter. This would have occurred during product application when the product was manipulated. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter tubing was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the tip of the catheter tubing was found damaged before use.